Event description:
A zoll distributor returned electrode belt sn: (B)(4) to report that the electrode belt was unable to run detect and treat testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn: (B)(4) has been completed. The reported problem (cannot run detect or treat testing) was confirmed. Upon investigation the trunk cable connector was missing from the electrode belt, preventing the belt from connecting to a monitor. The root cause of the damaged cable was unable to be positively identified but was likely due to physical abuse. No adverse event resulted from the damaged electrode belt.